Event description:
The reporter stated she got an er1 message because she did not put enough blood on the strip. She retested and got a reading of 150mg/dl. No allegation of harm or medical intervention.